Event description:
An optometrist reported a patient with tissue erosion on the left eye at one month photorefractive keratectomy (prk) post-operative visit. At visit patient complained of left eye being "very painful, blurry, and light sensitive". Additional information from reporter indicated that a bandage contact lens was inserted and the patient's topical steroid dosage was inserted and the patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).